Event description:
Haemonetics received a complaint on (B)(4) 2012 for a cardiopat device with the description ¿blood in centrifuge and disk leak.¿ no pt/operator injury associated.

Manufacturer narrative:
The device has not been returned to haemonetics for eval. A follow-up report will be filed when the device has been returned and the eval is complete. (B)(4).